Event description:
The pt received his paddle lead on (B)(6) 2011. It was reported that the pt's lead was explanted due to the lead being fractured. The lead was replaced with another paddle lead. An sjm rep reported that the programming visit with the pt went well.

Manufacturer narrative:
Results: the product was received complete. The lead was observed to be severely kinked with all wires broken. Most likely stress was induced while the device was implanted. Functional testing could not be performed due to the nature of the device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.